Event description:
The customer reported the device failed during cardioversion. Another device was used and there was no negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported the device failed during cardioversion. Another device was used and there was no negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation